Event description:
On 2/jul/2025 during follow-up for file c-1382368, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to nausea, vomiting, and abdominal pain. The discharge summary was received on (B)(6) 2025, and confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 due to abdominal pain and nausea/vomiting for 5 days. Upon arrival to the ER, the patient was treated with norco 5 mg for pain, cefepime, vancomycin, ca gluconate, and was admitted for findings consistent with peritonitis (cell count wbc = 2000 mm3), secondary to pd catheter site infection vs. Translocation from the previously diagnosed colitis (captured in file c-1382368). The patient was formally admitted and treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided) for 21 days, and zofran/compazine for ongoing nausea. While hospitalized the patient¿s peritoneal effluent fluid culture returned negative for growth, however the patient¿s vancomycin and cefepime were continued. It should be noted that throughout the hospitalization the patient continued to suffer from nausea (antiemetics utilized - zofran/compazine), vomiting, hypotension (treated with midodrine), hematemesis, syncope and abdominal discomfort, requiring several medical interventions including multiple radiological studies, a nasogastric tube ((B)(6) 2025 through (B)(6) 2025), a colonoscopy, an endoscopy, and finally an esophagogastroduodenoscopy (egd) on (B)(6) 2025 which diagnosed the patient with antral gastritis and a sliding hiatal hernia (treated with intravenous proton pump inhibitor and carafate). Additionally, the patient was diagnosed with atrial fibrillation (new onset) on (B)(6) 2025 and was treated with an amlodipine drip. The initial reporting of the serious adverse events nor the discharge summary alluded to any fresenius device(s) and/or product(s) deficiencies or malfunctions.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal discomfort, nausea, and vomiting, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Additionally, there was no assertion the serious adverse events were in any due to a fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2025 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to nausea, vomiting, and abdominal pain. The discharge summary was received on 2/jul/2025, and confirmed the patient presented to the emergency room (ER) on (B)(6) 2025 due to abdominal pain and nausea/vomiting for 5 days. Upon arrival to the ER, the patient was treated with norco 5 mg for pain, cefepime, vancomycin, ca gluconate, and was admitted for findings consistent with peritonitis (cell count wbc = 2000 mm3), secondary to pd catheter site infection vs. Translocation from the previously diagnosed colitis (captured in file (B)(4)). The patient was formally admitted and treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided) for 21 days, and zofran/compazine for ongoing nausea. While hospitalized the patient¿s peritoneal effluent fluid culture returned negative for growth, however the patient¿s vancomycin and cefepime were continued. It should be noted that throughout the hospitalization the patient continued to suffer from nausea (antiemetics utilized - zofran/compazine), vomiting, hypotension (treated with midodrine), hematemesis, syncope and abdominal discomfort, requiring several medical interventions including multiple radiological studies, a nasogastric tube ((B)(6) 2025), a colonoscopy, an endoscopy, and finally an esophagogastroduodenoscopy (egd) on (B)(6) 2025 which diagnosed the patient with antral gastritis and a sliding hiatal hernia (treated with intravenous proton pump inhibitor and carafate). Additionally, the patient was diagnosed with atrial fibrillation (new onset) on (B)(6) 2025 and was treated with an amlodipine drip. The initial reporting of the serious adverse events nor the discharge summary alluded to any fresenius device(s) and/or product(s) deficiencies or malfunctions.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.